Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The r waves are small and the t-wave is bigger than the r-wave. Also, due to the twos, anti-tachycardia pacing (atp) therapy was given, which was inappropriate. The lead and the implantable cardioverter defibrillator (ICD) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m55 lead, implanted: (B)(6) 2013. (B)(4).